Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm (B)(6) 2025. According to the patient, on (B)(6) 2025, he had a car accident with minimal injury. The cgm reading was 100 mg/dl; the patient was driving and was disoriented, had cold sweats, and was talking rude to his wife over the phone. The patient´s wife noticed the difference in behavior and called the emergencies to check on the patient. The paramedics found the patient in his car on the side of the road and when a fingerstick was taken the blood glucose reading was 23 mg/dl and cgm reading was 100 mg/dl. The patient was treated with glucagon and was taken to the hospital. At the hospital a computed tomography (CT) scan and other unspecified tests were done. The patient could not recall any of the treatments given. The patient was discharged after spending 5 hours at the hospital. At the time of the report the patient was stable. There was no documentation of further medical evaluation or intervention. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.